Manufacturer narrative:
Other text: b3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited an acu watchdog error. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Functional testing was performed and were unable to duplicate the primary audible alarm post error at power up. The device is operated as intended. The root cause for this event is unknown. The service history review identified no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1. Please direct those to the following: regulatory.responses@icumed.com.